Manufacturer narrative:
(B)(4)-secondary procedure to reposition device. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up information received indicated that post-operatively 3+ superficial punctate keratitis was noted, no cell or flare in the left eye. Uncorrected visual acuity (ucva) 20/60; best spectacle corrected visual acuity (bscva) 20/20. Iol rotation was observed 7 days post-op. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Manufacturing records were reviewed. Review of the documentation and testing presented in the manufacturing records were found with product specifications. No deviation or non-conformance was noted for the production order. Device history records show no other complaints for this production order. No non-conforming materials reports, no process and /or material changes were noted. The device met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that after a tecnis toric, zct400u150, intraocular lens (iol) was implanted in the patient's left eye, it rotated 17 degrees. The intended goal was axis 100 and the iol rotated to axis 83. The iol was repositioned on (B)(6) 2014 without complications and the patient's visual acuity is 20/20. Patient has recovered without sequelae.